Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. A new ICD was successfully implanted. No additional adverse patient effects were reported.